Event description:
A caller reported a cartridge alarm 30. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller successfully resumed insulin therapy, resolving the issue.